Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post-implant, the leadless implantable pulse generator (ipg) exhibited high and rising thresholds and pacing failure. Reprogramming occurred. The leadless ipg was explanted and replaced. No patient complications have been reported as a result of this event.